Manufacturer narrative:
D9 / h3 updated to indicate device was not returned; d4 updated to unknown. The reported event could not be confirmed since the device was not returned for evaluation and only based on the received picture it is not possible to confirm a functional issue. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the communicated lot number is invalid. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown

Event description:
As reported: "incident that has occurred on 5 occasions in the traumatological hospital corresponding to the surgeries that we have tendered with the radio distal variax platethe specific problem is that when the screw 2.7 is placed in the oval hole of the plate, it rolls, does not tighten, it becomes loose, although the length of the screw has been changed several times.the screw box was reviewed by checking the screw head, changing the screwdriver, talking and observing with the assistants and doctors about the technique used".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "incident that has occurred on 5 occasions in the traumatological hospital corresponding to the surgeries that we have tendered with the radio distal variax plate the specific problem is that when the screw 2.7 is placed in the oval hole of the plate, it rolls, does not tighten, it becomes loose, although the length of the screw has been changed several times. The screw box was reviewed by checking the screw head, changing the screwdriver, talking and observing with the assistants and doctors about the technique used".